Manufacturer narrative:
(B)(4). Method: lens work order search. Results: visual inspection of the returned product found pieces of the optic and plate haptic torn off and missing. There were scratches on the optic. Lens returned in vial and in liquid. There was evidence of clear surgical residue. A sens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. The lens tore on insertion into the eye. Lens was cut to remove from the eye. The incision was slightly enlarged and one suture was used. Another same model and size lens was implanted.